Manufacturer narrative:
The product investigation could not identify a root cause. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds (ophthalmic viscosurgical devices) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. A root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that during a combined vitrectomy/cataract removal with intraocular lens (iol) implant procedure, at the time of iol injection, the implant left the preloaded iol delivery system very quickly, which caused a posterior capsular rupture (without vitreous exit because the eye was previously vitrectomized). The implant remained in place in the patient's eye. Additional information was requested; however, none has been received.